Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed exit was not working. However, further investigation determined the bed exit would immediately alarm upon setting due to the scale being zeroed out with a patient on it. This would result in caregiver annoyance; however, the user would be aware that there was a problem with the system. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the bed exit was not working. . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.